Event description:
It was reported that this right ventricular lead was part of a system explant due to infection. The lead was explanted and a new system was subsequently implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).